Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. A device history review revealed no issues that could have caused or contributed to the reported issue. Based on the results of the investigation, the most probable cause of the complaint is due to component failure. However, a definitive root cause could not be identified. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the camera head had a tear in the cord. The issue was found during reprocessing. No other devices were involved in the event. There was no patient involvement.

Manufacturer narrative:
The device has been returned for evaluation and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
It was reported the camera head had a tear in the cord. The issue was found during reprocessing. No other devices were involved in the event. There was no patient involvement.